Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg. Customer changed pump supplies to address the issue.